Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a competitor report that the right ventricular (rv) lead displayed elevated threshold and elevated impedance. The physician believes the lead may have dislodged. The lead status is currently unknown. No patient complications have been reported as a result of this event.